Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. Literature citation: unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry. Circulation 2009; 119(17): 2349-56. Vaquerizo b, lefevre t, darremont o, silvestri m, louvard y, leymarie jl, et al.

Event description:
It was reported in the journal article titled "unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry" (attached) that at an unspecified timeframe post coronary drug eluting stenting treatment procedure, non-qwave mycardial infarction occurred. The lesion, located in the unprotected left main (lm) artery, treated in the index procedure was stented with an unspecified taxus express2 drug eluting stent.